Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 871972, a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included thyroid disorder, abdominal pain lower and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury/depression"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, psychological trauma, migraine, headache, alopecia, weight increased, vaginal haemorrhage, dysgeusia, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 12 coils were visualized at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2013: uterine cervix, hysterectomy: chronic cervicitis with squamous metaplasia. Uterine body, hysterectomy: proliferative phase endometrium. Material consistent with essure coils identified within endometrial cavity. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events added: bloating, abnormal bleeding (vaginal), metallic taste in mouth. Lot number were added. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 871972, a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included thyroid disorder, abdominal pain lower and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury/depression"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, psychological trauma, migraine, headache, alopecia, weight increased, vaginal haemorrhage, dysgeusia, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 12 coils were visualized at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2013: uterine cervix, hysterectomy: chronic cervicitis with squamous metaplasia. Uterine body, hysterectomy: proliferative phase endometrium. Material consistent with essure coils identified within endometrial cavity. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding. Lot number: 871972, manufacture date: 2011-06, expiration date: 2014-06. Lot number: a63347, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headache") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, psychological trauma, migraine, headache, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received-new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury, migraine, headaches, hair loss, weight gain, hormonal changes were added. Event injury updated to pelvic pain. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.